Event description:
It was reported that this pacemaker recorded a code 1003, indicating that the voltage is too low for the projected remaining capacity. Data analysis identified potential high impedance within the battery. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating that the voltage is too low for the projected remaining capacity. Data analysis identified potential high impedance within the battery. This device remains in service. No adverse patient effects were reported. Additional information was received indicating that after a software update at an MRI, this device triggered the code 1003.